Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that the cartridge was damaged from an unspecified location. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 150 mg/dl.